Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin was leaking from the reservoir. The customer's blood glucose was unknown at the time of incident. The customer's mother declined to troubleshoot. The reservoir will not be returned for analysis.